Manufacturer narrative:
Additional information: h6 (add code) and h11. H11: a review of the event history log (ehl) did not identify the date of the reported event. The infusions were investigated; however, no excessive alarms or programming errors were identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump was not infusing the correct amount. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "not infusing correct amount" was not reproduced. Evaluation performed flow accuracy test at a rate: 25 ml/hr with a volume to be infused of 25ml. Results: 24.147g (passing criteria: 23.75g-26.25g) which is passing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No pump correction required however, release testing will be performed to ensure proper functionality of the device. Should additional relevant information become available, a supplemental report will be submitted.